Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify a21 alarm due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker, cracked reservoir tube lip and stained address/serial number label.

Event description:
The customer reported via phone call that their insulin pump received unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer states alarm did not occur shortly after inserting a new battery. The insulin pump will be returned for analysis.